Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent cesarean section under spinal anesthesia on (B)(6) 2025, and the skin was sutured with 2-0 absorbable surgical suture after surgery. The patient found that the suture was exposed 13 days after the operation, and the incision was split and a little yellow secretion was deployed. The patient came to the dressing room of the department to deal with the exposed suture. It was found that the suture was not absorbed and the incision was split about 2 x 4 cm. The suture was removed one by one and the dressing was changed every day. The wound gradually healed on (B)(6).